Event description:
The lay user/patient called lifescan (lfs) on june 5, 2006, and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the patient on june 5, 2006, and obtained and verified the following information. The patient reported that he began to fell sweaty and nervous at approximately 4:00 p.m., he tested his blood glucose. The result on his meter was 137 ,g/dl. He retested and obtained a result of 132 mg/dl. He stated that earlier that morning, he obtained a result of 318 mg/dl. He took his set amount of oral medication and 34 units of his humalog 75/25. This was at approximately 6:00 a.m. The patient drank a soda at the time of the symptoms and he felt better afterwards. No medical attention was required. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient obtained a high result earlier in the day, took insulin and subsequently had symptoms that could suggest he was hypoglycemic. During the time of concern, the meter result did not correlate with the patient's symptoms of nervousness and sweating, which are indicative of low blood glucose. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.